Event description:
The reporter indicated that the atrial lead could not be advanced past the pt's svc without causing severe chest pain. After several unsuccessful attempts, the dual chamber implant was abandoned for a single chamber.